Event description:
On (B)(6) 2012, the patient underwent surgery with the g3 long nail. On (B)(6) 2012, the patient felt pain in the hip joint. The surgeon checked the x-ray and found the nail was broken at the lag screw hole. The fracture was non-union. The patient underwent revision surgery on (B)(6) 2012.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.